Event description:
Complainant alleged that during biomed testing, the device was missing clinical information and showed horizontal lines making it illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.